Event description:
St. Jude right ventricular defibrillation lead riata recall. Device with appropriate functioning including sensing, threshold and impedance. Fluoroscopy demonstrates abrasion of the insulation.